Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was in the emergency room due to syncope. The physician suspects ventricular tachycardia (vt) as cause for syncope based on histograms. It was noted that the right ventricular (rv) lead had been previously programmed to sensing only. Additionally, the rv lead high and undefined pacing impedances, of which triggered a warning. The rv lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that a lead fracture was suspected for the right ventricular (rv) lead. The rv lead was capped and replaced.